Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty advancing or pulling back guidewire. The left ventricular (lv) lead was removed and flushed. The physician was unable to flush any fluid through the lead. A lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that there was foreign material visible in lead which appears to be crystalized saline. These appear to have been caused at the implant when the physician using the saline to flush through the lead. The guidewire insertion test was performed, the stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.